Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following : last month, the patient woke up to check blood glucose (bg) at 4 a.m. Bg was around 400 mg/dl and patient realized pump battery was dead, is unsure if it gave proper warning. Patient was symptomatic with thirst and frequent urination. High bg was treated with a bolus. Customer support (cs) reviewed alarm history which was as follows: (B)(6) 12:18 low battery, (B)(6) 1:38 am replace battery. Cs instructed reporter that once a replace battery warning is received there are approximately 30 minutes before the battery dies. Reporter admits the history shows the pump warned correctly and they did not replace battery at time of low/ replace battery alarms. Cs instructed mom to monitor and call back as needed. This complaint is being reported as the patient experienced hyperglycemia, related to the use error of the patient not responding to the alarm in a timely manner.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.